Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor alert during the disposable changing. Customer's blood glucose level was 221 mg/dl. Troubleshooting was performed. Customer stated drive support cap was raised to the level of opening. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during rewinding due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test.